Event description:
Healthcare professional reported "bilateral exchange from textured to smooth". Later healthcare professional reported "rupture". This record is for left side. The device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.